Event description:
(B)(4) study. It was reported that in-stent restenosis (isr) occurred. On (B)(6) 2013, clinical assessment identified patient¿s qualification as stable angina and the patient was referred for elective cardiac catheterization. On the following day, the index procedure was performed. The target lesion was a long lesion located in the proximal left anterior descending (lad) artery extending up to mid lad with 90% stenosis, a length of 32mm, and a reference vessel diameter of 2.25mm. An atlantis sr pro 2 catheter for intravenous ultrasound (ivus) was advanced to cross the lesion however it was unable to pass. Subsequently, the guide catheter and guide wire were replaced and the lesion was treated with rotablation and predilatation. The physician then treated the lesion with placement of a 2.25 x 32/38 mm study stent using mother and child catheter technique. Following post dilatation, residual stenosis was 0%. Five days post procedure, the patient was discharged on dual antiplatelet therapy. After discharged, the patient experienced palpitations and laryngeal discomfort on exertion which was treated with nitroglycerine. On (B)(6) 2014, the patient was hospitalized for follow up coronary angiography which revealed 90% in-stent restenosis of the study stent located in the proximal lad extending up to mid lad. The patient was treated with balloon angioplasty, resulting in 16% residual stenosis and timi 3 flow. Also, the follow up corelab angiography results of mid lad revealed absence of thrombus and aneurysm, isr stenosis pattern 2 (isr length 24.73) and timi 3 flow. The event was treated with target vessel revascularization. One day post procedure, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a 2.25x32mm study stent was implanted and not a 2.25 x 32/38 mm study stent as previously reported. The events (palpitations and laryngeal discomfort on exertion) that the patient experienced occurred on unspecified date in 2014 and not 2013 as previously reported. In addition, at the time of event palpitation was an accompanying symptom for in-stent restenosis and patient had laryngeal discomfort on exertion due to choking upon taking the drug.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).